Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the c ontroller screen is black and the mdt battery pack is dead. Caller stated they turned therapy off and put into MRI mode for a CT scan and plugged controller into ac power supply. When they got back home, the controller wouldn't turn on so they took the battery pack out and put 2 aa batteries in and controller turned on. Caller then stated that they heard the screen vibrate but nothing appeared on the screen. Agent had pt reset controller and plug controller into ac power supply with no battery pack- screen appeared. Pt reinserted the battery pack and saw controller at 100% and implant at 80%. Pt said the screen went completely black a couple weeks ago as well, they unplugged controller from ac power supply and went to charge implant and using the up/down arrow did not wake controller up. Pt was told by patient services it may be a software problem, to remove battery pack, leave it out for a few seconds and reinsert. Agent asked - pt confirmed no messages have appeared on controller. The troubleshooting steps that were taken on the call resolved the reported issue. Agent reviewed all external equipment is working as intended. Agent reviewed to monitor devices and document circumstances if screen goes black and unresponsive again and can call back for further assistance if needed.

Manufacturer narrative:
Concomitant medical products: product ID 97745 lot# serial# (B)(6)product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.